Event description:
It was reported that the patient was experiencing pain, heat, and redness at the ipg site due to an infection. As a result, the patient underwent surgical intervention during which the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient was experiencing pain, heat, and redness at the ipg site due to an infection was reported to abbott. The infection has since been resolved. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates that the patient's infection had resolved.